Event description:
A pharmacist reported that the pt's meter was displaying the battery symbol. The battery was just replaced 4 weeks ago. During troubleshooting, the battery was removed and reseated, but the issue still persisted. The meter was replaced for the pt. This case is reported as a meter malfunction since the battery issue was not resolved with troubleshooting. There is no report of any adverse event. No further clinical info was provided.